Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the duodenum during a gastrointestinal dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when pressure was applied, the gauge needle did not work. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the duodenum during a gastrointestinal dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when pressure was applied, the gauge needle did not work. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device revealed that the gauge of the alliance inflation system was indicating 0 atm and there were no more damages found. Functional analysis was performed, and there was no leak observed with the device; however, the gauge needle was reading inaccurate as it remained on 0 atm. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.